Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that several hours into a laparoscopic omentectomy and resection of inferior border of pancreas, the surgeon had difficulty opening and closing the jaws. The surgeon handed the device to the nurse to inspect and it was determined that the jaw pin was no longer inserted in the device. The surgeon believes that the jaw pin may have detached when he passed the device off as he did not have a problem opening and closing the device while in the abdominal cavity. The surgeon also believes that if the pin had fallen into the patient cavity, it could have been extricated from the cavity when suction of the surgical cavity was performed at the conclusion of the procedure.